Manufacturer narrative:
Lot number - 18j023, 19d020, and 19f015. One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the bladder with water to the nominal volume. During and after fill, no evidence of a rupture or leak was observed from the bladder. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the bladders of three (3) small volume folfusors ruptured during filling. There was no patient involvement. No additional information is available.